Event description:
The customer reported that the system displayed a corrupt software error. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration were evaluated and reloaded. The cine drive was reformatted. The system was tested and found to working as intended and returned to service.